Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the left ventricular (lv) lead dislodged and fell out of the target vessel. The lead was removed and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.